Manufacturer narrative:
Upon receipt at our (B)(4) assurance laboratory, a shock shorted lead was recorded during a 26j shock delivery. Eol was declared later that same date due to charge time-outs. An x-ray revealed that the plasma fuse was open. Analysis determined that pacing pulses were available.

Event description:
Boston scientific received information that during a routine device change out procedure, a commanded shock sent the device system into a shorted system. The chronic device was reconnected to the chronic leads and the device shocked into a shortem system as well. The physician elected to implant a new pacemaker and surgically abandon the chronic right ventricular (rv) lead. A possible lead extraction and re-implant procedure was to be scheduled. No adverse patient effects were reported during the procedure.